Event description:
Information was received indicating that while in use. A smiths medical medfusion pump exhibited a biomed error. It was also reported that it was unclear if patient was having a pulmonary hypertension (phtn) crisis and/or the lack of flow pushing inotropes caused an issue. No further adverse effects were reported.